Event description:
On 6/21/1999, the facility's or manager informed the manufacturer's (MFR) representative of the following: when the package was opened for the procedure, the guidewire and 18ga introducer neelde were noted to be missing. Another kit was opened and the guidewire and 18ga introducer needle were used to complete the procedure and therefore, are not available to be returned to the MFR. The MFR's representative informed the facility's or manager that since the components were utilized for the procedure. The MFR's investigation of this event would be limited to a trend analysis and review of the device history record. No further details were provided.